Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and no delivery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump did not alarm after a new battery was installed and a complete set change. The customer does not want to return any device for analysis but was advised to monitor the pump.